Manufacturer narrative:
Batch review performed on 16 apr 2026: gmk-sphere 02.12.e0510fr gmk-sphere tibial insert e-cross - flex 5r - 10mm (k202022) lot. 2338088: (B)(4) items manufactured and released on 02-oct-2023. Expiration date: 2028-sep-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 2315167: (B)(4) items manufactured and released on 04-oct-2023. Expiration date: 2028-sep-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Gmk-sphere 02.12.0025r gmk-sphere femoral component cemented - 5+r (k140826) lot. 2309772: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-jul-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 2 years and 2 months from first revision surgery (MDR 2024-00075). The patient had primary surgery on (B)(6) 2023. The surgeon removed the tibial tray, insert, and femoral component and implanted antibiotic spacers. The surgery was completed successfully.